Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump's reservoir compartment was damged and the reservoir would no longer stay in the pump. Blood glucose level was 85 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, cracked belt clip slot, cracked battery tube threads, minor scratches to lcd window, and scratched reservoir tube window.